Manufacturer narrative:
On (B)(6) 2019 (B)(6) at (B)(6) health center reported the cns-6201a (pu-621ra sn:(B)(6)) had a hard drive go down. He was able to boot back up using the back up drive in port 1. He has since removed the broken drive in port 0 and now wanted to rebuild a new spare drive off the back up originally in port 1. The cns was monitoring both bedside monitors and telemetry devices. It was down for approximately 10-15 minutes. The biomed was able to power down and reboot the cns with the backup drive installed. There were no other available cns's during the downtime. Service requested troubleshooting/assistance. Service performed customer was advised on how to rebuild the hard drive. There were no further issues. Investigation result the device warranty began 09/23/15, which is over 3 years prior to reported issue. As the device/part was not returned, nka evaluation could not be performed. There was a reported failure of the hard disk drive (hdd). A review of device history found previously reported issue with the unit's hdd: notification (B)(4) reported 10/12/18 in which the unit was reported to be stuck on the loading screen. Issue was resolved by switching the hdd's. Customer was advised to order a new blank hdd to replace the failed hdd. Performance and degradation of the hdd is affected by several factors such as storage, handling, use, and power conditions. As the device is operated at the customer's facility, it is the customer's reponsibility to ensure proper environment for the unit. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. From the information gathered, it appears the second hdd failed within a few months after the first hdd failed on 10/12/18. It is unknown if the customer had replaced the inital failed hdd with a new blank hdd, as advised by nka ts. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. For software versions 02-40 or earlier, there was a concern that the clinical user was able to close the error messages without replacing the failed drive. Per mtbex 039 [a], a patch was created for software versions 02-40 or below which would have error message altered to not interfere with patient monitoring data, and to not be removed from the screen unless by a specific sequence of clicks. Software version for this unit is not available. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. Review of tickets opened at this facility found one other reported cns hdd issue: 300155512/ticket 48743 reported 01/10/19 in which pu-621ra sn: 1091 was reported to have full disclosure issues. Issue was resolved by removing the old hdd and customer was to order a blank hdd. Due to the secondary hard drive, there was no complete failure of the cns. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not addressed by the user. Thus, it is likely that lack of device maintenance lead to both hard drive failures. The issue was resolved by switching out the hard drives. There were no further reported issues with this unit. Corrected information: approximate age of device: incorrectly calcuated.

Event description:
It was reported that the central nurse's station (cns) application shut down for approximately 10-15 minutes due to hard drive failure. The cns was monitoring both bedside and tele devices and there were no other available cns's during the downtime. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the central nurse's station (cns) application shut down for approximately 10-15 minutes due to hard drive failure. The cns was monitoring both bedside and tele devices and there were no other available cns's during the downtime. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) application shut down for approximately 10-15 minutes due to hard drive failure. The cns was monitoring both bedside and tele devices and there were no other available cns's during the downtime. No consequence or impact to the patient.